Event description:
Incoming information notes ¿patient had alerts for svc (superior vena cava) and rv defibrillator impedance with impedances > 200 ohms¿. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).